Manufacturer narrative:
(B)(4). P-cap, reservoir locks properly into place. Unit received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to verify battery anomaly, perform displacement test, self-test, and current measurements due to display anomaly. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm. Customer stated they were hospitalized due to kidney and lung issue and not related with insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.